Event description:
The pt fell and fractured her hip in (B) (6) 2009. She subsequently experienced surging sensations whether the stimulation was on or off. The pt lost weight and the ins didn't appear to be seated correctly in the pocket. There were also some erosion issues. While the pt was admitted to a nursing facility for rehabilitation, the pocket was bandaged and the erosion healed. The pt still felt the surging sensation when any pressure was applied to the pocket. Impedance for electrode #3 was greater than 10,000 ohms. Further info is being requested form the hcp.

Manufacturer narrative:
(B) (4).